Manufacturer narrative:
The reported events of ipg heating sensation and stinging sensation were not confirmed, as the patient stated these symptoms remained even when stimulation was turned off. Analysis of the returned ipg found it communicated with all lab utilities and passed all tests on the automated test equipment (ate); during which no anomalous outputs were noted. The patient stated the stinging sensations and ipg site heating were still present when stimulation was turned off. Therefore, these are not device related. The report stated that the ipg pocket site location was moved during the ipg revision surgery.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported, the patient was experiencing heating sensations at the ipg site and uncomfortable stimulation. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was explanted and replaced and the pocket site was relocated to address the issue.